Event description:
The physician attempted arteriotomy closure with the closer s 6 fr. Device following an unspecified procedure. It was reported that upon insertion of the device, the "catheter portion of the device broke from the body of the device." The physician was reported to be able to retrieve the device with hemostats. Arteriotomy closure and hemostasis were achieved via compression. There was no report of an adverse patient event. Although requested, additional event information was not available.